Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Upon inspection, fluid loss from the cylinders due a connection issue was noticed. As a result, the cylinders were explanted and replaced. No patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Upon inspection, fluid loss from the cylinders due a connection issue was noticed. As a result, the cylinders were explanted and replaced. No patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally tested, and leak tested. Visual inspection showed that the pump tubing was worn down to the filament. The pump met the activation and leak test requirements. The cylinders were visually inspected and leak tested. The first cylinder had a hole in the outer tube at the proximal end, consistent with sharp instrument damage, and associated leakage was observed. The second cylinder also had a hole in the proximal end due to sharp instrument damage, with related leakage. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The sharp instrument damage identified on the device is considered a secondary failure; therefore, the allegations of disconnection, fluid leak, and mechanical issue could not be confirmed. D4. Concomitant product UDI for reservoir is (B)(4).